Event description:
The leads were returned to the manufacturer with no information, analyzed and tested out of specification. Follow up was conducted and indicated that the leads were explanted and replaced as lead impingement caused severe tricuspid insufficiency. Over the past two years, the patient experienced worsening dyspnea on exertion and fatigue. This continued to progress and the patient eventually suffered from significant facial and upper extremity edema. Along with lead replacement the patient¿s tricuspid valve was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID # 5076-45. The proximal segment of the lead was returned. Analysis found that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo and the outer insulation of the lead was observed to have blood ingression. Concomitant products: product ID 5076-45 implantable pacing lead (B)(6) 2003, competitor implantable pulse generator (ipg) (B)(6) 2003. (B)(4).